Event description:
Lasik flap cut interrupted by device error; operator tried a re-cut which failed again with the same error message; patient rescheduled for retreatment; investigation revealed a failure of an electronic component.